Event description:
It was reported that surditas (deafness) occurred post-operatively. The pt suffers from otosclerosis. Therefore the pt was reimplanted on (B)(6) 2010. Med-el has not been informed about this event earlier.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.